Manufacturer narrative:
(B)(4). See MDR#1219856-2017-00004 for the first event. (B)(6). Teleflex received the device for analysis. The reported complaint of blood in the helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The iab was submerged in water and leak tested. A leak was immediately noticeable from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 23cm to 24cm from the iab distal tip. A full thickness abrasion to the bladder was confirmed at approximately 23.2cm and 23.7cm and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were noted. The IFU recommends using a 30cc device with a patient shorter than 162cm. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks and will continue to monitor for trends.

Event description:
It has been reported a patient with an intra-aortic balloon (iab) catheter inserted. While in the medical intensive care unit (micu) a second iab was inserted via the patient's right femoral artery. After ~ 5 min, pump (s/n (B)(4)) showed "high pressure." The clinician reset the pump, checked and confirm balloon okay, and then keep pumping. Two minutes later, the clinician found the pump ceased without alarm, showing "kinked catheter, partially wrapped balloon, balloon too large." Clinician confirmed the helium tube was not kinked and no blood inside, and reset the pump again. Three minutes later, blood was found in helium tube. The attending physician then decided to stop using intra-aortic balloon pump (iabp). Around 3 hours later, the patient deceased. There was a reported delay / interruption in iabp therapy which reportedly caused harm to the patient. Medical / surgical intervention was required. Length of time prior to the event: 10 minutes. The patient was treated with anticoagulant. The physician was concerned that the puncture site might be continuous bleeding if removing the intra-aortic balloon catheter (iabc) immediately, so he decided to remove the catheter on the next day. Iabc was left dormant in the femoral artery and it didn't migrate. However, around 3 hours later, patient expired.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported a patient with an intra-aortic balloon (iab) catheter inserted. While in the medical intensive care unit (micu) a second iab was inserted via the patient's right femoral artery. After ~ 5 min, pump (s/n (B)(4)) showed "high pressure." The clinician reset the pump, checked and confirm balloon okay, and then keep pumping. Two minutes later, the clinician found the pump ceased without alarm, showing "1. Kinked catheter, 2. Partially wrapped balloon, 3. Balloon too large." Clinician confirmed the helium tube was not kinked and no blood inside, and reset the pump again. Three minutes later, blood was found in helium tube. The attending physician then decided to stop using intra-aortic balloon pump (iabp). Around 3 hours later, the patient deceased. There was a reported delay / interruption in iabp therapy which reportedly caused harm to the patient. Medical / surgical intervention was required. Length of time prior to the event: 10 minutes. The patient was treated with anticoagulant. The physician was concerned that the puncture site might be continuous bleeding if removing the intra-aortic balloon catheter (iabc) immediately, so he decided to remove the catheter on the next day. Iabc was left dormant in the femoral artery and it didn't migrate. However, around 3 hours later, patient expired.